Event description:
It was reported that a patient presented in clinic for a device exchange. During interrogation, it was discovered that the atrial lead exhibited noise leading to oversensing and triggering auto mode switch episodes. The lead was explanted and replaced. The patient was in stable condition post procedure.